Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during initial implant, high impedance was seen. Troubleshooting such as reinserting the lead was preformed; high impedance still persisted. A test resistor was used to test the resistance of the generator; high impedance was still seen. The surgery was then aborted; the system was left implanted. Revision surgery will occur at a later date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent revision surgery, however, all settings were within normal limits and device is functioning properly. No device was replaced. It was noted that during initial surgery, the patient faced some kind of interference form an or table. No other relevant information has been received to date.

Event description:
Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Correction. B5 describe event or problem initial report inadvertently left out device history review. D5 in initial MDR should be health professional as occurred during initial implant surgery. H6 types of investigation, initial report inadvertently left out b13 and b14.